Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, oversensing and noise were observed on the right ventricular (rv) lead. The rv lead will continue to be monitored to resolve the event. The patient was in stable condition.